Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the device evaluation was completed. Visual inspection was performed which observed a crack in the weld line area of the next gen luer activated device. Additionally, the inner ring was separated from the inlet and outlet housing. Due to the condition of the returned sample, no functional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector was broken. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.